Event description:
It was reported that a physician performed a novasure endometrial ablation in (B)(6) 2014 (exact date unknown). Sometime after the procedure it was reported that the patient developed septicemia. We have been unable to obtain additional information surrounding this event.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. If additional relevant information is received, a supplemental medwatch will be filed. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).